Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded onto the delivery catheter system (dcs) with no issues noted on the fluoroscopy check. Of note, there were no specific anatomical concerns or abnormal/tortuous anatomy. An 18 french non-medtronic introducer sheath was used. It was unknown if any torque was applied while advancing the dcs, but there was no resistance noted while tracking. It was appeared that the flush port stayed in the 2/3 o'clock position when crossing the arch and approaching the annulus. The valve was successfully deployed in a good position at 4 millimeter (mm) left coronary cusp (lcc) and 4mm non-coronary cusp (ncc). During release with the capsule of the dcs fully retracted, the valve paddle at the greater curve would not release. A guidewire and peripheral balloon were inserted on the contralateral side. There was difficulty note when attempting to place the guidewire position on the outside of the valve frame close to the paddle. Eventually a 12 mm peripheral balloon was advanced over the guidewire and the balloon was attempted to be expanded behind the valve frame. The balloon was expanded multiple times next to the paddle to try to change its position. After 35 minutes with multiple balloon manipulations, the paddle released from the dcs and the valve position was stable. There was no noticeable damage to the paddle pockets upon inspection of the dcs at the completion of the case. Of note, the first position physician deploying the valve was a fellow, having less experience. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. One procedural image was provided for review, which shows the delivery catheter system (dcs) before the capsule was fully retracted. Therefore, the reported event cannot be evaluated from the image provided. The user should release the tension in system just before final release to reduce potential for valve movement and the user should slightly push on dcs while tuning the deployment knob very slowly to allow the paddles to detach one at a time. Additionally, if a paddle fails to immediately detach do not torque (turn) the dcs handle as this will not translate to the distal tip. Often a hung paddle will resolve itself after a few heart cycles, but if it doesn¿t the operator can either pull slightly on the guidewire or gently push the delivery system forward to release the paddle. In this case, a guidewire and peripheral balloon were inserted on the contralateral side and the balloon was attempted to be expanded behind the valve frame. It was also reported that user experience may have been a factor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.